Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was damaged. The customer was assisted with bumped/dropped/cosmetic damage troubleshooting. Customer's blood glucose level was unknown at the time of the incident. Customer stated that the circumference on the entrance of the reservoir compartment was missing. Customer stated that the damage occurred when changing reservoir and they had to use tape to hold it together. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The device was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. The device was received with all operating currents within specification and passed the rewind, error test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the display window corners, broken belt clip slot, cracked battery tube threads and missing end cap sticker. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.